Event description:
In 1993, I had breast augmentation with textured silicone mentor implants. I have had various health issues since implant; 30 lbs of weight gain, night sweats the first year. Since 2008 I've had numerous hospitalization for chest pains, where the drs cannot find a cause. (Heart is fine) I have suffered with depression / anxiety since implant. In 2014, I was running 35 miles a week and running half marathons; one day I had severe pain in left breast - lasted 3 days, I could not move without horrible pain, breast very swollen. "No cause". Afterward I was in bed for 10 months with debilitating fatigue and muscle weakness. Sometimes sleep 17/18 hours a day. Diagnosed with hypothyroid in 2016 after another emergency room (ER) visit thinking I was having a heart attack. Levels are now normal with synthroid but all symptoms remain. Which means there's another cause. Horrible fatigue, muscle weakness, sleep disorders, heat intolerance - to the point of passing out. Ringing in ears. Capsular contracture. I've gone from a healthy athlete to a shell of a person. Drs can't find a cause. So weak I have to walk with a cane at times. I am so weak I have to rest - lay down and rest after sitting on my bed and folding laundry. This has been a downward spiral in my health - I believe caused by my implants. I'm not sure if others have complained about this but I truly believe it's related. FDA safety report ID# (B)(4).